Event description:
On may 3, 2010, a doctor reported to attachments international, inc. That two abutment screws that had fractured. This is the second of two reports.

Manufacturer narrative:
A doctor reported that two abutment screws had fractured. The doctor confirmed that he was able to retrieve the screws from both implants. New abutments will be placed. An evaluation on the returned screws confirmed that the fracture occurred at the first thread located toward the head of the abutments. The exact cause of the screw fracture could not be determined; however, a review of the manufacturing records was conducted. No irregularities or deviations were found and the products met specifications.